Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with palindrome 33/50 kit w/slot. The customer states the palindrome 33 cm catheter was inserted on the (B)(6) 2013 into left vena jug. Int. After insertion they observed some problem with positioning of the catheter. The catheter was flushed several times with saline. On (B)(6) 2013, a bubble like expansion was created on one of the branches of the y tub (blue-venous-side) during flushing the catheter by pushing the injection of nac1 0,9 % fast with high pressure. The bubble disappeared on its own after the flushing was terminated. The catheter was removed on (B)(6) 2013 and another catheter was inserted in the vena jug. On the right side on (B)(6) 2013. Color softasept n is used for cleaning the catheter and 4% na-citrate for locking it between the treatments.